Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage following caesarean delivery, a bakri tamponade balloon catheter leaked. Blood loss was 600ml prior to use of the device. The device was inserted transabdominally and inflated with 50ml saline before leaking was observed. The device was removed from the patient, and a new device was used to achieve hemostasis. Approximately 800ml total blood loss was reported. The patient experienced no adverse effects as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, during treatment of a post-partum hemorrhage following caesarean delivery, a bakri tamponade balloon catheter leaked. Blood loss was 600ml prior to use of the device. The device was inserted transabdominally and inflated with 50ml saline before leaking was observed. The device was removed from the patient, and a new device was used to achieve hemostasis. Approximately 800ml total blood loss was reported. The patient experienced no adverse effects as a result of this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was received for evaluation. Function testing was performed by inflating the balloon with water. Leakage was confirmed. Visual examination identified a large puncture in the balloon material. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and evaluation of the returned device. The most probable cause of the puncture was determined to be user error during suture prior to inflation. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.